Manufacturer narrative:
H.6. Investigation: the batch history analysis was performed, quality notifications and maintenance records were verified and no records potentially related to the failure was found. The photos provided by the customer were analyzed and it was not possible to observe the reported defect. The sample meets the acceptance criteria of db for this characteristic. We inform that the productive processes are validated according to established procedures and that for the characteristics pertinent to this claim the criteria of acceptance are aql 0.25%. After reviewing the batch history, including reviewed process data and quality inspections and evaluating the reported incident, the lots involved in the claim meet the acceptable quality level (aql) being manufactured and released in accordance with applicable procedures and specifications. H3 other text : see h.10.

Event description:
It was reported that scale marking issues were found before use with syringes 5ml emerald bns. The following information was provided by the initial reporter, "lot: 8197942 event: units are observed with double impression / blister strips separated by units. Lot: 8289895 event: units with double impression are observed. Lot: 8313633 event: units with double impression are observed. Lot: 9044694 event: units with double impression are observed. // 22 damaged boxes. Information received by email on 7/3/2019: the blisters did not came in a strips, it came separated in the perforation lines. Besides that, in each 5 units strips, 2 or 3 units presents double impression."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with syringes 5 ml emerald bns. The following information was provided by the initial reporter, "lot: 8197942 event: units are observed with double impression / blister strips separated by units. Lot: 8289895 event: units with double impression are observed. Lot: 8313633 event: units with double impression are observed. Lot: 9044694 event: units with double impression are observed. // 22 damaged boxes. Information received by email on (B)(6) 2019: the blisters did not came in a strips, it came separated in the perforation lines. Besides that, in each 5 units strips, 2 or 3 units presents double impression."